Event description:
Complainant alleged that during a routine shift check by a clinician the device inappropriately powered-up in manual mode instead of semi-automatic mode. Complainant indicated that there was no pt involvement in the reported malfunction.